Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that revision occurred. Additional information received. Rep reported patient (pt) had let the ipg die as she was dealing with ¿other medical issues¿ and trickle charge did not work. Pt reoriented 90% relief when it was on last so asked dr. Hays for a new ipg. Cause of revision was dead ipg/ reprogrammed pt post op and was able to get great coverage and pt was very happy to have it back on.